Event description:
The device was used during a rectum procedure. The device fired malformed staples and did not completely cut the tissue. The case was completed with a like device with no patient consequence.